Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, needle broke off in patient. Description: it was reported that the female patient, with no known allergies or history of importance, scheduled for a neuraltherapeutic infiltration procedure in the gluteal region. A single-use needle was used. During the administration of the medication, when removing the needle after completing the infiltration, it was evidenced that the needle had fractured perpendicularly at its base, at the junction with the cannula, leaving the bevel and approximately 1.5 cm of the needle, retained within the gluteal muscle tissue. The fraction is not visible externally or palpable. The patient was informed of the incident and referred for emergency care; a simple x-ray of the gluteal region was requested which confirmed the presence of the metallic foreign body. The patient was referred to surgery, who performed surgical removal of the fragment without complications. Additional information: as indicated in the case description, the patient had to be surgically intervened for the removal of the metallic foreign body. No hospitalization was required.